Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the extraction from the umbilical access the bag containing the removed gallbladder, the bag broke and remained in the abdomen. The bag was completely removed soon after. The problem occurred three more times in three different days prior.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because of unavailable defective device. IFU 940268-000000 says that large tissue pecimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. /fu says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information regarding reported defect. As the root cause of this complaint was not determined, no corrective preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that during the extraction from the umbilical access the bag containing the removed gallbladder, the bag broke and remained in the abdomen. The bag was completely removed soon after. The problem occurred three more times in three different days prior.